Event description:
The nurse reported to our sales rep that she was observing a surgery procedure. During this procedure the nail holder screw was wrongly assembled with the target device. It wasn't possible to disassemble the screw anymore under high pressure. At the end the screw broke and one piece remained in the nail. The surgery had not started at this moment. Therefore, a second proximal nail system was available to perform the surgery.

Event description:
The nurse reported to our sales rep that she was observing a surgery procedure. During this procedure the nail holder screw was wrongly assembled with the target device. It wasn't possible to disassemble the screw anymore under high pressure. At the end the screw broke and one piece remained in the nail. The surgery had not started at this moment. Therefore, a second proximal nail system was available to perform the surgery.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. No deviations were found during review of the manufacturing and inspection documents (DHR). The item returned was documented as having met specifications prior to distribution. During investigation no material, design or manufacturing related issues were found. The nhs stuck in the nail adapter because both surfaces got abraded with high force due to an oblique insertion in combination with high torque forces. Fretting occurred and led to a cold welding. This issue is attributed to an inadequate handling. No discrepancies were detected during risk analysis review. No non-conformity identified; no actions are in place.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.